Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the screen was cracked because the customer was wearing the pump while lying down and rolled over. The customer's blood glucose level was 150 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.